Event description:
A pasv tunneled central venous catheter was being placed in 2005. While the physician was tunneling the catheter, the catheter broke in half directly under the dacron cuff. The physician was able to pull down the proximal part of the catheter to remove it. The distal end of the catheter had been tunneled through the chest and the tip was still attached to the tunneler allowing the tunneler to be pulled up for removal. The catheter was replaced.